Event description:
Information was received indicating that a smiths medical pump over infused by 15 percent. There were no reported adverse events reported.

Event description:
Oracle ro 1115876 15% over for volume test.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.